Event description:
Philips received a complaint from the medical examiner on the v60 ventilator indicating that a 1124 "battery failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with a backup by the me, but there was no reported delay in therapy or medical intervention. The manufacturer's product support engineer (pse) evaluated the device, confirmed the reported issue, and found the 1124 error code in the event log. The pse replaced the lithium-ion battery and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
H10: e1: reporting institution phone number: (B)(6). E1: reporter phone number: (B)(6).